Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the one of the buttons seems cracked on top and there was buttons error when pressing the up arrow. The customer¿s blood glucose was unknown at the time of incident. The customer also reported that buttons were stick and number keeps going up and insulin pump had unexplained no delivery alarm. The customer also reported that piece of the insulin pump chipped off by battery compartment and screen was scuffed and also reported that battery life was seven days and insulin pump was louder to rewind. The insulin pump will not be returned for analysis.